Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation after a non-device related fall down the stairs. X-ray imaging that was taken confirmed the lead had migrated. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient is doing fine post operatively. The explanted lead will not be returned as it was retained by the medical facility.